Event description:
The rptr indiciated that oversensing was observed. A chest x-ray was taken and it was found that the lead was under the annulus of the valve. The rptr stated that the lead position explains the observed oversensing. The lead was explanted and a new lead was implanted.